Event description:
It has been reported that during the procedure the valve of this device leaked. The device was removed & replaced. The pt is reported as fine & the device is being returned for analysis.